Event description:
A patient's nurse reported patient experienced inaccurate results with a fasttake meter. The patient's blood glucose results were 21.6 mmol/l on the meter and 14.9 mmol/l for the lab. Tests were done a few minutes apart with a difference of 44%. Patient did not experience any adverse events or medication changes. No further information has been reported.